Manufacturer narrative:
Verified the display was missing segments on the pulse side. Root cause determined to be a loose connection between the board and the display flex tail. Re-seated the tail and all the segments appeared. (B)(4).

Event description:
It was reported to covidien that the unit was missing segments in the pulse side. No pt involvement reported.